Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 19aug2019. Technical support provided assistance via phone. The customer verified that even after preventative maintenance (pm) was completed, the problem persisted. Technical support advised the customer to replace the power overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a light emitting diode (led) failure with error code 1105. There was no patient involvement reported.